Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced fluid at the catheter site, leaking clear fluid, and a headache when upright. A cerebrospinal fluid (csf) leak was suspected. Following pump implant, the patient continued to have leaking at the spinal segment site. On (B)(6) 2014, the patient had surgery and another purse string was placed. As of the date of this report, a catheter exploration surgery was planned for the date of this report. It was unclear if the surgery occurred, as the dye study later showed no issues with the catheter. However, there was some clear fluid building up around the spinal segment of the catheter. As of (B)(6) 2014, the patient was receiving good therapy and her symptoms had resolved. The device system was used to deliver morphine. If additional information is received, a follow-up report will be sent.